Event description:
Following the information provided the rehabilitation technician with another staff member were placing the airpal mat under a patient. The patient was lying on the side, with the rolled-up mat under patient and along his back. The rehab tech pulled on the strap to flatten out the airpal mat and complete repositioning of the patient. When the employee had pulled on the strap, it tore away from the mat and the employee fell backwards. The employee hit the elbow on counter and landed on her buttocks. As an initial treatment ice was applied to affected areas. The injury was assessed as minor by arjo clinical specialist.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
This complaint was initially assessed as reportable to competent authorities, however our additional review has led us to the conclusion that the caregiver¿s fall due to strap being ripped of the mattress is solely a result of user error without product performance issue, and there has been no device-related death or serious injury. In this complaint, the caregiver was pulling the incorrect straps while trying to transfer the patient from one device to another. As a result, the strap ripped off the mattress (which is air-assisted lateral transfer aid for patient transfers) and a caregiver fell backwards. The caregiver hit the elbow on counter and landed on her buttocks. As an initial treatment ice was applied. There was no serious injury. The involved mattress was returned to the manufacturer for inspection, who discovered that the strap that had ripped was the patient restraint strap, and not the loop-shaped pull strap. The restraint straps have buckles that fasten the straps around the patient to secure the patient on the mattress. The mattress has another straps called ¿pull straps¿ which should have been used to move the patient to the desired surface. The product user manual for airpal mattress shows the difference between the pull straps and restraint straps. The manual also describes the usage of the straps, it states: "after placement on the transferpad, the patient should be secured by the restraint straps". "Turn on the air supply, grasp the pull straps and with one firm continuous pull, move the patient towards attendant to the desired surface". From the available information and evidences provided, we determined that the strap ripped because it was misused by the user, and not due to the product performance issue. Therefore this scenario is no longer considered reportable to competent authority.

Manufacturer narrative:
Following the information provided the staff members were placing the airpal mattress under a patient. The patient was lying on the side with the mattress rolled up under the patient and along his back. The employee then pulled on the strap to flatten out the airpal mattress and to complete the patient repositioning. When the employee pulled on the strap, the strap tore off from the mattress and the employee fell backwards. As a result, the employee hit the elbow on counter and landed on her buttocks. As an initial treatment ice was applied to affected areas. The injury sustained was assessed as minor by arjo clinical specialist. The airpal was taken out of use. The photographic evidence provided shows the torn off strap. The airpal was new when used with the patient. The device was inspected by the manufacturer and it was determined that the strap that was torn off, was the patient restraint strap, which is intended to secure the patient when the patient is placed on the mattress. This strap has a buckle that fastens the restraint strap around the patient. The restraint straps are used to secure the patient on the mattress. This mattress is also equipped with straps for moving the mattress from one surface to another. There are four loop-shaped pulling straps on both side of the mattress, which are used for this purpose. In the reported complaint, the customer's employee pulled the incorrect strap, tearing it off the mattress and falling backwards as a result. The user manual for airpal mattress shows the difference between the pull straps and restraint straps as well as the following instructions related to the proper usage of the device: - "after placement on the transferpad, the patient should be secured by the restraint straps". - "turn on the air supply, grasp the pull straps and with one firm continuous pull, move the patient towards attendant to the desired surface". Arjo device failed to meet its performance specification since the restraint strap was torn off the mattress, when it was pulled to flatten the mattress. The device was used for a patient repositioning when the failure occurred and therefore the device was involved in the reported event. This complaint is deemed reportable due to allegation of caregiver's fall.